Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced heart failure. The 75% stenosed de novo target lesion located in the proximal right coronary artery (rca) was 12.0mm long with a 3.50mm reference vessel diameter. During the index procedure, the physician implanted a 3.50x12mm taxus liberte stent. The lesion was predilated with an unk 2.50x10mm balloon. Post treatment visual inspection revealed 0% stenosis with timi flow 3. Additionally, a non-bsc stent was implanted in the distal rca. At 9 days post index procedure, the pt experienced heart failure. According to the physician, "the pt's lvef was low basically, therefore, the pt developed heart failure fortuitously." The pt was treated with medication and the event was resolved. In 2009, the pt outcome improved and was discharged on aspirin, ticlopidine hydrochloride and pletal. Pt's condition listed as "good."

Manufacturer narrative:
The device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.